Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary: investigation site: cq zuchwil damaged: visual / examples: deformed/bent/cracked/broken visual inspection: the lcp drill sleeve was returned showing a portion of the distal threaded tip broken off. The fragment was not returned for evaluation. Otherwise is the device in a good condition with just slight wear marks at the remainder of the thread. Dimensional inspection: result: pass document/specification review: the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Furthemore, the review of the manufacturing documents has shown that with 1.4112 stainless steel the correct material was used, and that the device was hardened and tempered within the specification. Investigation conclusion: the complaint condition was able to confirmed based on the received condition of the device and the provided third party pictures. This production lot was manufactured in february 2018 according to the specification. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. The correct material was used, and the hardness parameters were within the specifications. There were no issues during the manufacture of this product that would contribute to this complaint condition. Based on the provided information the exact cause of the breakage cannot be defined, based on the complaint description and the diagonal appearance of the fracture face we can only assume that the device was during a previous procedure exposed to too much lateral stress while it was placed in a plate hole when it broke. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot product code 323.042 lot number l661232 manufacturing site: haegendorf release to warehouse date: feb. 08, 2018 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, during loan kit inspection part of the threaded end of the drill sleeve was found to be broken off. This report involves one (1) 4.3mm threaded lcp(tm) drill guide. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.